Event description:
A 9.5 balloon was inserted without difficulty. Connecting tubing for console (kat #27) and iab connected for closed system and console switched from standby to assist. The console had difficulty tracking the ECG and arterial pressure not correct, moving inflation & deflation points for the augmented diastolic period did not correct timing the console started to alarm "high pressure"; "check for leak - system". Second console brought in (older model) and this console augmented diastole and appeared to work well. Subsequently blood was then noticed in the connecting tube. Or decided by physician to leave iab in since pt had received heparin & repro. Physician & team determined balloon had "hole" in it.